Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had beenadequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument, cleaned both flowcells, and inspeced and primed lines. No bubbles were present. Fse calibrated the instrument; both cells passed with no further issues identified. All verification testing passed within instrument specifications. Fse was to follow up with the customer. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. No parts were returned for investigation. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
The following event was reported: cell 2 produced high results. There was no report of death or serious injury.

Manufacturer narrative:
Manufacturing investigation: beckman coulter field service engineer (fse) evaluated the instrument. The event was caused by a hardware malfunction. Hardware components were replaced which resolved the issue.

Event description:
The following erroneous results were reported: high sodium results.